Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.

Event description:
The reporter stated that while inspecting the device, he observed that all the warning icons were displayed and the device would not power up.